Event description:
The customer reported an issue with the pump's touchscreen responsiveness, and that it was frozen and not responding to input. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.